Event description:
It was reported by service report that the xprt tag was jammed inside the footboard receptacle and the foot end casters were broken at the top posts. Customer reported that there was pt involvement. However no adverse consequences are reported.

Manufacturer narrative:
Intermittent footboard. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.